Manufacturer narrative:
(B)(4).

Event description:
It was reported ¿the lead could not be completely fixated using the stimloc¿ at the time of implant. The operating physician replaced the stimloc at the time of the procedure as a result. The stimloc was discarded by the hospital and was not to be returned for analysis. There were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.